Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd largebore smartpocket had foreign matter the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached issue -grease appearance on ss.

Manufacturer narrative:
Investigation summary: (B)(4): it was reported by the customer that grease appearance on ss. 10 sample(s) were returned by the customer for investigation and received by vernon hills dchu. These samples were sent to tj site where were subjected to visual inspection, and it was noted that what customer reported as grease is silicone. However, it is considered as an acceptable condition according with the in-process specification (ips003 62-74 smartsite quality specification) dir 10000000813 version 34. Section 11.4. In addition, test of application of silicone is performed and documented in lube monitoring data form dir tahiti-10000075153 as a process control to identify if there is an excess of silicone. Root cause definition root cause was not defined since the presence or quantity of silicone reported by the customer as grease is considered acceptable according with the in-process specification (ips003 62-74 smartsite quality specification) dir 10000000813, 11.3.21 (accept ¿ small drops or less across the valve access surface) and the record lube monitoring data form dir tahiti-10000075153 from the lot of sub assembly used to build the lot reported. In addition, according with a biocompatibility test the devices and their components are considered appropriate from a biological and toxicological perspective for its intended use as defined by bd in the IFU for the marketed product. Corrective and preventive actions. No actions were defined since the condition reported by the customer is considered acceptable according with the in process for smartsite quality specifications (dir 10000000813). However, we will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate.

Event description:
No additional information was provided.